Event description:
The manufacturer received information alleging the device would not turn on and the hose melted. There was no report of harm, serious injury, and/or death as a result of this issue. There was no report of medical intervention. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer received new and relevant information on 05/08/2025. The device was returned for lab investigation by pil, during the external and internal investigation it was observed that high pitch blower whine, missing air inlet filter, unknown tan contamination (dust-like) at the air inlet of the blower box, unknown white, and black (inconsistent with degraded sound abatement foam), contamination in the iso port, dust-like contamination on top of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box, consistent with (B)(4). Tiny unknown white specks of contamination on the bottom of the blower box. Tiny unknown black (inconsistent with degraded sound abatement foam), brown specks of contamination in the bottom enclosure. Pil used a fitt (foam integrity test tool) and the associated procedure (B)(4) and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was most likely external to the device. Pil was not able to confirm the complaint. The results of this investigation do not impact the calculated risks. Box e has been updated. In addition, appropriate code updated/corrected in this follow-up report.